Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800468 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device will not fire clips off. There was no patient injury.

Event description:
It was reported that the device will not fire clips off. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and its rotation tab bent. A clip was partially loaded and stuck in the bent rotation tab. The second clip was stacked up against it, indicating a double feed. The bent rotation tab was a result of the double feed. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. The first two clips were manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly. Another attempt was made and, this time, the clip was able to properly load into the jaws of the applier and was successfully attached to over-stressed surgical tubing. Four more clips were fired, but only one was able to fire other remarks: properly. The other three were unable to properly load. The sample was received with 8 clips remaining, including the two that were removed before testing, indicating that 7 clips were fired by the end user. The double feed, bent rotation, and misloading of clips are all indications that the clips were out of position in the channel which would prevent the clips from firing properly. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "won't fire clips" was confirmed based upon the sample received since the device was received with a clip stuck in the bent rotation tab. One device was returned. The second clip was pressed against the first clip that was stuck, indicating a double feed. The device was received with 8 clips remaining, including the two that were removed before testing, indicating that 7 clips were fired by the end user. Upon functional inspection, only two of the clips were able to fire properly and attach to over-stressed surgical tubing. The other clips were unable to properly load. The double feed, bent rotation, and misloading of clips are all indications that the clips were out of position in the channel which would prevent the clips from firing properly. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.